Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no. 301029, batch no. 9080610. It was reported that before use of the bd 10ml syringe luer-lok¿ tip 2 boxes did not have the lot number listed. The following information was provided by the initial reporter: rep called- stated that the customer has to have the lot on the boxes and out of the 25 that shipped- 2 did not have the lot listed.

Event description:
Material no. 301029 batch no. 9080610 it was reported that before use of the bd 10ml syringe luer-lok¿ tip 2 boxes did not have the lot number listed. The following information was provided by the initial reporter: rep called- stated that the customer has to have the lot on the boxes and out of the 25 that shipped- 2 did not have the lot listed.

Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.